Event description:
A patient/layperson alleged to a customer care advocate in 2007 that a result on her one touch ultra 2 was inaccurately high compared to her symptoms. The patient reportedly "felt low" after obtaining a result of "161 mg/dl". She described feeling shaky and agitated with a rapid heart beat on twelve days earlier, at 11:14 am. The patient was also concerned that the result of 161 allegedly was elevated after exercising. The patient took no actions following the result. The product was within control solution specification and no medical intervention was required. Products were replaced. Although there is no evidence that the product malfunctioned, because the patient reportedly experienced a symptom that can be associated with hypoglycemia after obtaining a result of 161, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.